Event description:
Our distributor reported that the base of a cosycot infant warmer was leaning to the left. No patient consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. Results: no results to date. Conclusion: no conclusion can be provided at this time. A follow up report will be provided once we have further information.